Event description:
It was reported that the right ventricular (rv) lead had microdislodged. The lead was attempted to be repositioned however the stylet would not advance through the lead. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the exposed svc (superior vena cava) and exposed rv (right ventricular) defibrillation coils became extrinsically distorted due to kinking/buckling, the distal lv (low voltage) electrode of the lead was covered in blood, and the visual summary analysis indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead - implanted (B)(6) 2011; 553445 implantable pacing lead - implanted (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.